Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿poor adhesive performance" with a potential root cause of ¿supplier error, design error." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ the statlock stabilization device should be monitored daily and replaced when clinically indicated, at least every 7 days. The catheter insertion site should be treated per local policy recommendations. The statlock device is contraindicated on patients with known tape and adhesive allergies. Alcohol and acetone may weaken the adhesive bond between the statlock device pad and the skin. Care should be taken when using these solutions while performing catheter site care. Please consult product inserts and labels for any indications, contraindications, hazards, warnings, cautions and directions for use. For additional information on the statlock foley stabilization device, please call your local bard representative." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the stat locks didn't stick well. No medical intervention was reported.